Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
It was reported that on (B)(6) 2018 patient underwent an x-ray for atrial fibrillation, and the staff discovered a possible foreign body. Concerned about the possibility the PICC nurses requested a second x-ray and the ir team was consulted on (B)(6) 2018. A subsequent CT scan was ordered, and a 3 mm piece of the stylet was found in the pulmonary artery of the patient. Patient¿s family has elected to leave it in the patient due to the patient¿s current condition. The PICC was placed on (B)(6), and speaking retrospectively the facility also reported that during the removal of the stylet while placing the PICC the distal end looked ¿crunched,¿ however, there was no inspection for foreign bodies done at the time.